Manufacturer narrative:
(B)(4) (urinary difficulty) - (B)(4) (low hemoglobin), (B)(4) (constipation) - (B)(4) (bleeding occurred): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. On (B)(6) 2010, the patient experienced pain. An angiography and CT showed a size 12 x 7cm hematoma at the left internal pudendal artery (posterior to the ss ligament) and the patient's hemoglobin dropped from 13 to 7.9 g/dl. The patient received a blood transfusion with 4 units of prbc. The patient was returned to surgery for a transarterial embolization which went smoothly. The patient was given antibiotics for one week, medication for constipation and difficult urination, and was discharged from the hospital on (B)(6) 2010. On (B)(6) 2010, the patient went to another hospital. A CT scan revealed a 12 x 7.5cm retroperitoneal hematoma. On the second day, there was persistant dark oozing. The patient was brought to the operating room and bleeding from the posterior vaginal suture line was found. The surgeon removed the sutures and the mesh and unsuccessfully attempted to drain the clotted hematoma. On the third day, the vsd was removed due to infection. The surgeon opines that the factor contributing to the event was the patient's vascular anatomy. Currently, the patient is discharged from the hospital and will be observed for 3-4 weeks to see if the hematoma is resolved.